Event description:
It was reported an error on bootup: bootup failure. Error code 40000000000. Handpiece and siu involved. The case was changed to manual procedure. Investigation results determined that fuse of the siu was blown because of the internal wiring damage on the handpiece used with it.

Manufacturer narrative:
H10: the device. Intended for use in treatment, was returned for evaluation. The initial functional inspection of the returned siu found that the device received a 40000000000-error message when powered on. This was indicative of fuse damage. The inspection procedure document was reviewed for the device at the time of manufacturing and passed all tests. Therefore, the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The short in the handpiece cabling caused the blown fuse in the siu. The root cause of the reported event was due to electrical component failure. Per complaint details, the device malfunctioned during bootup and resulted in the case being subsequently converted to a manual procedure. Per the field report, the device was not being used with a patient during the event/no patient involvement or injury resulted. Therefore, no further medical assessment is warranted at this time.